Event description:
The patient was experiencing pain. On (B)(6) 2014, the expected reservoir volume was 11.1 ml; the actual volume was 1.6 ml. A dye/rotor study was ordered and performed the day prior to this report. The rotors were turning; however, the physician was unable to aspirate the catheter so no dye study was performed. The patient's day dose was increased to 10 mg/day. The physician was taking a "wait and see" approach in terms of pain. If her pain was not noticeably better by monday, the physician planned on replacing her catheter. The patient status was reported as ¿alive-no injury¿. The device system was delivering morphine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8703w lot# l34929, implanted: (B)(6) 1995, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient was experiencing thoracolumbar radiculitis. The patient had intrathecal granuloma. An MRI (magnetic resonance imaging) study was done. The patient recovered without permanent impairment.

Event description:
The patient had an inflammatory mass. The physician removed the old catheter and replaced it with a newer model catheter. At the time of this report, the device system was delivering saline.

Manufacturer narrative:
Concomitant product: product ID 8703w, lot # l34929, explanted: (B)(6) 2015. (B)(4).